Manufacturer narrative:
There are two probe units implicated in this event, lot 11236ae2 (medwatch 2648666-2011-00303) and lot 11172ae2 (this report). Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the black coating on the wands was coming off. Further, it was noticed that the heads appeared to be burnt off. It was further reported that there was a delay in the surgery but there were no adverse consequences to the pt.